Event description:
During a primary fusion surgery on l4-l5 on (B) (6) 2010, the surgeon over torqued an ardis inserter and the instrument broke into pieces. The surgeon was able to retrieve all the broken pieces from the surgical site.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.